Event description:
It was reported that the external pulse generator's case was cracked near the electrode port. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the lower case was broken, as was the upper case and one side bail cover. Analysis also found that the battery release, battery drawer and lead flex cover contaminated and the battery contacts compressed. (B)(4).